Event description:
Caller reported a malfunction on pump with no notable events occurring prior to the issue. There was no indication of any adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Caller was advised to continue using the pump and to call back if any issues arise again.